Event description:
The patient was implanted with a 21 mm sjm trifecta valve on (B)(6) 2012. The postoperative course was complicated with atrial fibrillation, heart block requiring pacemaker insertion and pericardial tamponade requiring pericardiocentesis. Following discharge, the patient did well until the patient began experiencing progressive health decline in 2015. An echo in (B)(6) 2015 showed an aortic valve area of 0.48 cm2 with a peak aortic valve gradient of 90 mmhg and mean aortic valve gradient of 66 mmhg. The tee showed significant restrictions to the aortic valve with right and left cusps being immobile. A valve-in-valve procedure was performed on (B)(6) 2015 and a 20 mm edwards sapien xt valve was implanted. The patient has done well post-tavi.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was implanted with a 21 mm sjm trifecta valve on (B)(6) 2012. The postoperative course was complicated with atrial fibrillation, heart block requiring pacemaker insertion and pericardial tamponade requiring pericardiocentesis. Following discharge, the patient did well until the patient began experiencing progressive health decline in 2015. An echo in (B)(6) 2015 showed an aortic valve area of 0.48 cm2 with a peak aortic valve gradient of 90 mmhg and mean aortic valve gradient of 66 mmhg. The tee showed significant restrictions to the aortic valve with right and left cusps being immobile. A valve-in-valve procedure was performed on (B)(6) 2015 and a 20 mm edwards sapien xt valve was implanted. The patient has done well post-tavi.